Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 129 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. (B)(4).